Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a gradual decrease in lead impedance was observed. Investigation of the lead using cineangiography noted potential twiddler's syndrome. The lead was explanted and replaced.